Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Tightness test to the closed sample received has been performed and the unit is tight. Tested the needle attachment strength of the closed sample received and the results fulfill the OEM requirement. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia for analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the final conclusion is that the complaint is not justified according to the results of the sample tested and the review of the batch manufacturing records. Final conclusion: although the results of the sample received fulfills the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.